Event description:
Complaint rec'd reporting problems (particulate matter) with use of one (1) ms114 60" ultra microbore ext set. It was initially reported that a homecare pt receiving remodulin infusion detected ".."flects" in her filter extension set (beyond the filter and closest to her hickman." Pt reportedly experienced shortness of breath, increased pulse rate and less stamina. The device was changed out/replaced with no further problems encountered. Requests for add'l info and clarification have to date not been provided. MFR's analysis and investigation: one (1) ms114, 60" ultra microbore ext set was returned for analysis and investigation. Visual inspection and analysis was performed. The returned ms114 device set was examined under magnification. The results recorded the presence of unk white flecks in the fluid path. Engineering analysis: evaluations were performed on the returned ms114 sample. An ft-ir (infrared spectroscopy) analysis was performed on the particulate matter in the ms114 device set. The infra red spectrum results did not identify or confirm a match to any of the materials used in the ms114 mfg processes.

Manufacturer narrative:
Based on the engineering analysis, we are unable to identify the source or origin of the particulate matter that was found. Conclusions - visual analysis of the "as received" ms114 device set confirmed the presence of an unk particulate matter. The exact source of the particulate matter remains unk but appears to have been introduced sometime during usage. A review of the mfg lot records and complaint database identified no exception reports generated during production and no add'l complaint records reported. This report and the associated info have been entered in our database for analysis and trending.